Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using 50 ml bd luer-lok¿ syringe sterile, single use foreign matter was found in the fluid pathway. The following information was provided by the initial reporter: it was found that foreign substances occurred on the surface of the syringe plunger before using the product during room temperature storage.

Manufacturer narrative:
Follow up MDR for device evaluation. It was found that foreign substances occurred on the surface of the syringe plunger before using the product during room temperature storage. To aid in the investigation, one sample in an opened packaging blister and one photo were received for evaluation by our quality team. A visual inspection was performed and the sample has plastic particles at the bottom of the syringe. The inner wall of the syringe barrel has some marks and the retaining ring is damaged. The photo provided shows the sample received. This defect could occur during the molding process if the barrel was not ejected from the mold during the first attempt. Additional attempts of the part being ejected from the molding tool induces the white foreign matter. This is coming from the inner wall of the syringe barrel. A device history record review was completed for provided material number 309653, lot number 1112044. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the molding process was performed. The molding settings were correct and the parts were being ejected without issue. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.